Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of the touch navigation on the programmer's screen not functioning. The stylus would not align with the cursor. A small chip with foreign material was found. The foreign material was removed and the stylus was calibrated with no further anomalies. Reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch navigation on the programmers screen was not functioning. It was also reported that power cycling the programmer did not resolve the issue. There was no patient involvement.